Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the report of intracerebral hemorrhage, congestive heart failure, decompensated ischemic cardiomyopathy, and the patient¿s outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2020. Additionally, the account reported that no autopsy was performed, and the device will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the account on (B)(6) 2018. The heartmate 3 left ventricular assist system instructions for use (IFU) lists stroke, bleeding, and other adverse events that may be associated with the use of the heartmate 3 left ventricle assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to intracerebral hemorrhage, congestive heart failure and decompensated ischemic cardiomyopathy. No additional information was provided. No autopsy was performed. The device was not explanted the device will not be returned for evaluation.